Event description:
It was reported that syringe 50ml ll clear 14ga 1-1/4in was damaged and leaked. The following information was provided by the initial reporter: the syringes are damaged and partially leaking.

Manufacturer narrative:
H.6. Investigation: one photo displaying two syringes was provided to our quality team for investigation. Through visual inspection, the syringe barrel is observed to be damaged. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As a lot number was unknown for this incident, a device history record review could not be completed. It is possible the damage occurred due to the syringe jamming in the manufacturing equipment. Without a lot code to review device history records, we are not able to properly identify where the damage originated therefore a definitive root cause cannot be determined. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 50ml ll clear 14ga 1-1/4in was damaged and leaked. The following information was provided by the initial reporter: the syringes are damaged and partially leaking.